Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the pump emitted an error 1 on the meter on (B)(6) 2014 at random. The patient tried rebooting several times unsuccessfully. There is no reported adverse event with this complaint. This report is made based on the allegation of the error 1 issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.